Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was blank and there was a burnt spot. The customer's blood glucose was 257 mg/dl at the time of incident. Troubleshooting was performed and display returned. The insulin pump will be returned for analysis.